Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the unit keeps loosing signal when running the dvi directly to the monitor and when using a wireless transmitter.